Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2019-17333. Related manufacturer reference number: 2017865-2019-17334. It was reported that the patient presented for a follow-up in clinic about 2 weeks after an initial system implant procedure. During investigation, it was observed that the incision site was red with exudation and was determined that the patient's device pocket was infected. The system was explanted and the patient was noted to be stable after the procedure.

Manufacturer narrative:
Analysis was normal. No anomalies were found.